Event description:
A peritoneal dialysis (pd) patient reported being in the hospital. The patient stated it was not related to the cycler or dialysis treatment. Follow-up with the clinic manager documented the patient was hospitalized for peritonitis not related to dialysis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with unknown signs and symptoms. The patient was admitted to the hospital and diagnosed with peritonitis. The pd culture was obtained after empiric antibiotic therapy was initiated (drug, dose, frequency, and duration unknown). The culture resulted negative for growth. Information pertaining to the patient¿s antibiotic regimen was not provided. The patient was discharged on (B)(6) 2023. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was not determined due to no growth result from the culture. The patient did not report any breach in aseptic technique nor any cassette leak or other issue with any fresenius product(s).

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The culture resulted in negative growth, which sometimes occurs in patients with clinical findings of peritonitis. It was reported that the patient was administered antibiotics prior to the effluent sample collection for the culture. As a result, the source of the infection could not be identified. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained. Although the cause of the peritonitis was not identified, most cases of pd peritonitis result from touch contamination of the catheter or the connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being in the hospital. The patient stated it was not related to the cycler or dialysis treatment. Follow-up with the clinic manager documented the patient was hospitalized for peritonitis not related to dialysis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with unknown signs and symptoms. The patient was admitted to the hospital and diagnosed with peritonitis. The pd culture was obtained after empiric antibiotic therapy was initiated (drug, dose, frequency, and duration unknown). The culture resulted negative for growth. Information pertaining to the patient¿s antibiotic regimen was not provided. The patient was discharged on (B)(6) 2023. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was not determined due to no growth result from the culture. The patient did not report any breach in aseptic technique nor any cassette leak or other issue with any fresenius product(s).